Event description:
It was reported that a small volume folfusor underinfused. After 24 hours about one third of the solution was still left (approximately 35ml). The unit was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between june 1, 2012 and june 4, 2012. The sample was received for evaluation. A visual inspection and functional flow testing were performed. The underinfusion condition was not identified during product evaluation. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.